Manufacturer narrative:
The reported event could not be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data confirmed the reported event. The platform was evaluated including the load characterization check and found no functional issue. The platform was functionally tested using a good known autopulse li-ion battery and operated as expected using a large resuscitation test fixture for 30 minutes without error. Per the archive data, the platform was in use on the reported event date of (B)(6) 2017 from 21:29:57 to 21:58:10. The user first inserted an autopulse li-ion battery (sn (B)(4)) in the platform performing compressions for 12 minutes followed by a user advisory ua 17 (max motor on time exceeded) error message likely due to an inadequately charged battery. The user exchanged to another battery (sn (B)(4)); however, the platform displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user cleared the ua 45 error message and exchanged to another battery (sn (B)(4)); however, the platform displayed a "low battery warning" message due to the low state of charge of the inserted battery. The user inserted battery (sns (B)(4)) but experienced ua 20 (position out of range) error messages. The user was able to clear the ua 20 error message and use the platform to provide compressions. Approximately 12 minutes during use, ua 2 (compression tracking error) and ua 20 error messages were observed. The user attempted to clear the issue by exchanging using battery (sns (B)(4)). The issue was resolved and the platform provided 2 minutes of compression. Possible cause for the ua 2 and ua 20 error messages is attributed to the improper alignment of the patient and the lifeband on the platform at the time of the event. It is likely that these recorded events occurred during patient transport, consistent with the event information provided by the reporter. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 2, ua 20 and ua 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. As part of routine service during testing, the platform was examined and found that the brake gap is out of specification and the drivetrain is defective. This observation is unrelated to the reported event and does not cause or contribute to the ua 17 error message observed during archive data review. After replacement of the drivetrain, the platform was further tested and passed all final specification. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the user experienced an issue wherein the autopulse platform (sn (B)(4)) performs compression and then powers off. The issue was recurrent, and occurred four times during patient use. According to the information, once the platform powered off troubleshooting was performed and the emergency crew immediately administered manual CPR on the patient. The platform was troubleshot using two batteries with the same issue observed. The platform was only able to be powered back on (restarted) after the battery was removed and reinserted in the platform. According to the information, the patient received compression by alternating manual CPR and platform compressions during transport. The patient achieved a return of spontaneous circulation at the emergency department. No known impact or patient consequence was reported. Additional information received from the user stated that no issue was observed on the platform during shift check prior to the call. The customer follows their regular battery rotation and ensures that the batteries are fully charged. Following the event, the batteries were tested in an autopulse multi chemistry charger and were able to successfully charge.